Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of b30 (communication error) was not confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus field service engineer reported on behalf of the customer, the evis exera iii xenon light source displayed a b30 (communication error) code during preparation for use. The unspecified diagnostic procedure was completed with another device without any delay. There was no report of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Olympus will continue to monitor field performance for this device.